Event description:
Ous MDR - after an implant duration of about 6 weeks it was reported that this right ventricular lead was not capturing. The patient had undergone a revision procedure of this lead due to dislodgment two weeks before (on (B)(6) 2012). No adverse patient side effects have been reported. Due to the general health condition of the patient (refractory heart failure and severe kidney failure) it was decided not to intervene apart form reprogramming the left ventricular channel.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.